Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to unspecified reasons. A new aus device consisting of a 5.0cm cuff, a 61-70 cm h2o balloon and a pump, was implanted.

Event description:
It was reported that the physician removed an artificial urinary sphincter device that the patient had implanted at the bladder neck as a child. The details regarding the original device were not available. The patient was referred to the physician due to worsening incontinence in (B)(6) 2016. Due to inadequate closure of the balder neck a new urethral cuff was implanted on (B)(6) 2018. Following implantation of the new device the patient's outcome was "pretty good - not perfect but also has neurogenic overactivity." The new aus device consists of a 5.0cm cuff, a 61-70 cm h2o balloon and a pump.